Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Medical device expiration date: na. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that 41 OEM largebore smartpockets were found damaged with foreign matter inside them. The following information was provided by the initial reporter, translated from (B)(6) to english: "damage was found for 41 of 2000 inspected." Fm inside component, fm, damage/scratch, molding defect/burr, embedded fm, deformation